Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Pelvisoft was reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received,occasional urge urinary incontinence and stress urinary incontinence. Urinary tract infection, pain and burning with urination, prolapsed bladder, pelvic prolapse, urge incontinence, genital prolapse, vaginal vault prolapse, urinary frequency and retention. An in-office cystoscopy performed on (B)(6) 2012 and based on which, she has no cystocele and has a vaginal cuff prolapse. So she was discussed a robotic sacrocolpopexy with prolene mesh at apex or a open abdominal repair with a pfannenstiel incision and harvest rectus fascia. Underwent exploratory laparotomy and lysis of adhesions, harvesting of rectus fascia and abdominal sacral colpopexy with native rectus fascia. Following additional surgery the patient was doing well except for a mild vaginal atrophy but with well supported vagina.